Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had a surgery today to clean out the stimulator because it was working its way out of her skin. They had to do the incision again, clean up scar tissue, and seated it a little lower but still under the skin. The procedure itself went fine. The issue started shortly after they was released back to work in early march. They made it two weeks and the incision tore. Then the patient got sore. They followed up with the doctor a month later. Patient is a fire fighter and their belt pushes on the implant. Patient went to make sure her device was on and on the right program before she left the hospital today and it was not finding the device. The communicator light was flashing blue. Had patient go back into the interstim x application. Patient was able to connect to her settings and it showed her therapy on. The troubleshooting steps that were taken on the call resolved the issue.